Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported, vessel occlusion: on (B)(6), placement of the fred x was performed for a fusiform aneurysm in the va (five coils were also implanted as ancillary devices). Approximately 2 cm of the working length of the fred x covered the proximal side of the aneurysm, and the stent was placed without problem although the landing zone on the proximal side was slightly short (the stent had been resheathed once). At a later date, the patient complained of slight unsteadiness. An mra was performed and showed that the vessel where the stent was implanted was occluded. As the patient had no significant symptoms or sequelae, the patient was kept under observation. Primary disease: vertebral artery aneurysm. Physician¿s comment on causal relationship: the causal relationship between the product and the event was unknown. Physician¿s comments: - the patient originally had coagulopathy and was on warfarin. - as the patient had no significant symptoms or sequelae, the physician believed that there was no problem (it was like performing pao (parent artery occlusion) with coils). - it was conformed that the antiplatelet was sufficiently affected in the pre-procedure examination. Additional information: - medical history: coagulopathy. - no image available. - stent implantation site. Aneurysm location: (B)(6). Side branch vessel covered: unknown. Size: 8 mm in width, 8 mm in depth, 8 mm in height. Unruptured. Shape: fusiform . Parent vessel diameter: 3.1 mm on the proximal side and 2.8 mm on the distal side. Antiplatelet and anticoagulant therapy. Preoperative: administered (aspirin, prasugrel, warfarin). - platelet reactivity test: performed . Verifynow pru testing: performed . Other testing: performed. - poba: not performed.